Manufacturer narrative:
Correction: the medtronic representative reported that the imaging system was driven into the wall by a site representative.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system onsite and confirmed the door would not close correctly due to being driven into a wall. The lower door cap cover, sidewall cover, and door switch were replaced. The door and switches were then re-aligned and the issue was resolved. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts have been returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that outside of a procedure, it was reported that the imaging system was driven into a wall damaging the sidewall cover and door cable assembly (covers and door switch). There was no patient present when this issue was identified.